Event description:
It was reported that when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, there was a clotting issue within one tube. No patient impact. The following information was provided by the initial reporter: "after collecting blood sample in barricor tube sample is getting clotted.".

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to clotting as all samples met specifications. 10 retained samples were analyzed for the heparin content, all were found to be within specification. Complaints for sample quality are under statistical control for the month of november 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10.

Event description:
It was reported that when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, there was a clotting issue within one tube. No patient impact. The following information was provided by the initial reporter: "after collecting blood sample in barricor tube sample is getting clotted."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.